Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-93572.

Event description:
The customer reported via phone call that he was having issues on 2 different insulin pumps. Customer stated that it was fine for a while until he started having problems after day 4. Customer started having alarms and woke up with a blood glucose of 460 mg/dl. Customer treated with the pump and it brought his blood glucose down. Customer does not know why he was high. Customer discontinued use of the new 530 g pump and started using his old pump. Customer had a bad sensor alert. Customer was advised to remove and change out the sensor. Customer mentioned that emergency medical services were called and came that morning when his blood glucose was low at 24 mg/dl. Customer stated that his IV fluids brought him up. Customer was not admitted and thinks maybe he bolused too much. Customer has not been in touch with his health care provider about his low blood glucose. Customer is going to stay on his old pump and declined troubleshooting for high blood glucose.